Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery and they experienced high blood glucose. The customer blood glucose level was 300 mg/dl at the time of incident. Customer treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0883 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. (B)(4).